Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's aunt reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis and ketones. The caller reported that paramedics were called and the customer was transported to the hospital. Blood glucose level at the time of the incident was 843 mg/dl. The caller also stated that the customer had a blood glucose level over 600 mg/dl about two weeks prior to the incident. Blood glucose level at the time of the call was 277 mg/dl. The insulin pump was not replaced or returned for analysis.